Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from the catheter's tip during removal. A 10mmx20cm idc-18 coil was selected for use. During the procedure, it was noted that the coil detached prematurely inside the microcatheter as the main coil and delivery arm became separated. The device was then removed together with the microcatheter from the patient's body; however, it was noted that the coil was protruding from the catheter's tip upon removal. The procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.